Event description:
Initial report identified that after 3 hours of use the powered wheelchair was low on charge. New information has since been received. In a review of the new information it was learned this product was noted to veer and was breaking on the right first. MDR filed. No injury.